Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to resume insulin after loading a cartridge onto the pump, however the pump requested the customer to load a new cartridge. It was indicated that there were no alerts or alarms. Tandem technical support stated that it was possible that the contact may have accidentally tapped on change cartridge instead of done and initiated a new load process. The contact reloaded the same cartridge and was able to resume insulin. There was no impact to the customer's blood glucose level.